Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter ruptured at the third thoracic vertebrae, affecting cerebrospinal fluid drainage. As a result the patient experienced increased intracranial pressure and headaches. The fracture was "flush" and the patient's skin did not show any trauma. It was stated there was no traumatic incision on the surface of the skin. The issue was presumed to be due to a pipeline quality problem. The patient's condition was temporarily stable, but the intracranial pressure was high. It was planned to have a second operation for the patient on (B)(6) 2019 where the old catheter and valve would be removed and replaced with new product of the same model.

Manufacturer narrative:
The returned catheter was returned in two segments. There is damage to one end of each segment. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system¿ due to the catheter breakage, the catheter did not meet the requirements for leak and patency testing. Water was able to flow through the two segments of the catheter without obstruction. The catheter met the requirements of tensile testing. Therefore, the nature of the complaint could not be replicated by the laboratory technician. Most of the graphite was removed from the slits of the catheter. No anomalies were found during a review of the design history record. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.